Manufacturer narrative:
One cadd®-solis vip pump was returned for analysis in good condition. The event history log was reviewed; no discrepancies noted. The pump was powered up and revealed "in the event show no data lost." Further analysis was performed; no discrepancies. Based on the evidence the complaint was confirmed but the root cause is unknown.

Event description:
Information was received indicating that during testing a software failure occurred on a smiths medical cadd-solis vip ambulatory infusion pump. No adverse effects were reported.